Manufacturer narrative:
Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was reported that the supply bag had fallen and disconnected from the supply line of the homechoice cassette which led to this alarm. The renal therapy service agent had the patient cycle the power to the homechoice device and start over with all new supplies to resolve the alarm. During follow up with the patient, it was reported that the patient did not see any damaged to the cassette or bags during set up. The patient also mentioned that the connections had seemed normal and secure. The patient was not sure how the bag had fallen and disconnected. There was no patient injury or medical intervention associated with this event. No additional information is available.